Event description:
Caller reports on patient #1 meter comparison to the lab with results of >600mg/dl on the meter and 59mg/dl or 53mg/dl at the lab while using the inform system. Caller stated that pt had "noticeable edema everywhere". Caller states pt was given an unk amount of insulin based on meter reading; caller states no adverse effect to the pt. Caller reports quality controls were on lockout; controls were in range. No adverse event was reported. Caller reports strips have been used and no product to return; a replacement was sent. Caller reports on patient #1 meter to professional meter comparison acc meter result of 426mg/dl and professional meter result of 141mg/dl. No treatment info was provided.

Manufacturer narrative:
This medwatch is for the suspect device used in inform system with patient #1. Please see medwatch with a1 patient for suspect device in inform system with patient #3.